Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received no delivery alarm. The blood glucose level was 7.3 mmol/l. Customer was assisted with troubleshooting. Customer tried all the remedies. Troubleshooting was done for air bubbles. Customer was declined to troubleshooting for no delivery alarm. Customer state that insulin did not exist. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).